Event description:
The customer stated that she was at the doctor's office and did not feel well. She tested her blood glucose and received a reading of 81 mg/dl. She had the nurse test using the office meter and that reading was 220 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. She did not have any test strips left, so no product will be returned.